Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, noise episodes were observed. It was possibly due to the device losing contact with tissue in the pocket since the device was implanted within the first 4-6 weeks. Air pocket may cause the noise episodes to occur. The wound need time to heal and tighten up around the device. It was suggested not to do anything for a month to see if the issue resolves itself. The patient was stable.